Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty, there was problem unloading the device. The surgeon was able to squeeze the handle, but the load did not fire. The device was exchanged to complete the case. There was no patient injury.